Event description:
A report was received stating, during patient use, a ventilator generated an error message that subsequently caused the device to become inoperable. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the user facility via phone. During a follow-up with the user facility, the ventilator was found to pass the extended self test (est) and cycled on a test lung for approximately 100 hours without issue. The ventilator was reported to be returned to clinical use.